Event description:
It was reported that electromagnetic interference (emi) and noise oversensed and resulting in several auto mode switching (ams) episodes were observed on the right atrial (ra) lead. Many of the episodes occurred within a restricted time frame 9:00am to 1:00pm, though a specific environmental factor could not be identified. The physician opted to monitor the signals remotely, the patient was unaware of the issue and was stable before, during and after a follow up check in clinic.